Event description:
It was reported by the customer that the pyxis medstation es system storage space failure. The customer stated that there were a delay in accessing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that remote manager failure. A field service engineer, replaced the detent to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.